Manufacturer narrative:
Additional information: b5, h3, h6, h10. B5: the set contained total parenteral nutrition (tpn) at the time of the leak. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure, clear passage under water, priming, flow rate, and gravity testing were performed; no defects or leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from the y-site. The leak was observed while priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted FDA report # (B)(4) for this event. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.